Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they need their settings on prog a and c adjusted. Patient reported they had an injury around 1st of april and it seemed to have uncalibrated or something is off. The pt met with hcp on may 15th for their pain pump refill, and the hcp confirmed pt needs reprogramming. Agent emailed mdt reps in the area. The rep indicated that they'd reach out. Additional information was received from the manufacturer representative (rep) reporting that they contacted the patient. The patient did not go into detail about their accident, just that he wasn¿t getting the same pain relief from the stimulator as he has in the past and requested to meet in person to see if he needs to be reprogrammed. He said that he lives in englewood, flbut travels back to brevard county since he is established with all his doctors here. He confirms that he does not have a doctor near where he lives now, approximately 3.5 hours from brevard county. The rep recommended that he establishes with a doctor in englewood so that a rep can meet with him for reprogramming but in the meantime if he was able to come back to bernard county and meet at dr. Neubert¿s office the rep would make sure they were available. In the meantime, the rep recommended turning off the stimulator until he can meet with a rep if he is receiving any discomfort with stimulation on. The rep gave him their contact information and he said he would contact me when he is coming back to brevard county. As of today he has not reached out.